Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a healthcare professional (hcp) via a manufacturer representative. The patient experienced a possible infection. An explant of the pump and catheter was planned for (B)(6) 2018. The pump and catheter will not be returned to the manufacturer. The issue was not resolved. The pump was delivering fentanyl 2000 mcg/ml; 450.2 mcg/day, bupivacaine 20 mg/ml; 4.502 mg/day and morphine 4 mg/ml 0.9003 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the cause of the wound dehiscence was unknown. The patient's weight was (B)(6). The issue resolved on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had an exam, on (B)(6) 2018, revealed an incision over the it pump still open and draining a serous fluid. The patient was scheduled for revision on (B)(6) 2018 and prescribed antibiotics in meantime. On (B)(6) 2018, the pump pocket was revised from right buttock pocket to left buttock pocket. The pocket had no visible sign of infection but a pocket culture was positive for (B)(6). It was noted the patient had pain and swelling at the pocket site on (B)(6) 2018. On (B)(6) 2018, the system was explanted as the patient had been admitted to the hospital with swelling at implant sites and other infection symptoms. It was noted the issue was possibly related to the device or therapy and related to the implant procedure. It was noted the event resulted in in-patient hospitalization. The clinical diagnosis was pump pocket bacterial infections. The issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative updated the patient's date of birth to (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(4) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving fentanyl (500.0 mcg/ml at 350.22 mcg/day), morphine (1.0 mg/ml at 0.7004 mg/day), and bupivacaine (5.0 mg/ml at 3.5022 mg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient went to the clinic for pump reprogram. The patient had pump hydrogen peroxide on their open wound so the wound is open. Steri-strips were placed at the clinic. The patient was assessed and surgical revision was needed. It was noted the patient's pump pocket wound had been slow to heal and had an eschar in the central aspect of the incision for the past two months despite wound care in the clinic. It was recommended the pump be moved from the poorly healing right buttock pocket to a new left buttock pocket with resection of the poorly healing scar on the right and re-closure. The clinical diagnosis was partial wound dehiscence at pump implant site. It was indicated the event was unlikely related to the device or therapy and possibly related to the implant procedure. The patient's pump was repositioned on (B)(6) 2018 and the outcome was not provided.